Manufacturer narrative:
Other text: h10 device evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. The investigation revealed that the air detector was broken .the customer reported product problem was therefore confirmed. The investigation also determined that this component was broken by the operator. A user issue was therefore established as the root cause. The investigator upgrade air detector to h-31. The device passed all the functional tests.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system's air detector needs to be replaced. This was advised after troubleshooting was conducted on the device. There was no reported adverse event.